Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation.

Event description:
It was reported from (B)(6) that the controller changes to the other power port before this battery is down to 25%. There was no effect on the patient. The battery was replaced by the hospital.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. The reported event could not be confirmed as log files available do not cover the reported event date. Analysis of the device revealed that the battery met specifications; the battery passed visual examination and functional testing. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching are most often attributed to a communication error between the controller and battery. The most likely root cause of the reported event is a communication error between the controller and battery. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.